Event description:
It was reported, the ipg was approaching 'end of service'. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction section d9: device available for evaluation should have been yes rather than blank. Correction section d9: returned to manufacturer should have been checked rather than blank. Correction section d9: date returned to manufacturer should have been 20 december 2024 rather than blank. The report that ipg was revised due to nearing eol was confirmed. Analysis and a longevity calculation of the returned ipg found the device had displayed ¿replace generator soon¿ image. The battery depletion, due to usage, was normal. Per the ipg daily battery log, the patient controller/clinician programmer would not have claimed eri until 22jan2025, which is after the event date of 21nov2024. The eri notification was not seen by the patient or the physician in the field but was witnessed by the ppe technician during analysis since the battery voltage had dropped low enough by that time to trigger the notification.

Event description:
Additional information received indicates the patient had presented for an elective ipg replacement. Further analysis confirmed, at the time of the event the ipg had not yet indicated eri.